Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient had been throwing up real bad and had not eaten in 7-8 days. It was noted that the patient needed to go to the hospital to have someone look at their ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient's last office visit was (B)(6) 2017, but was seen in the ER on (B)(6) 2018.